Manufacturer narrative:
This is no longer considered an adverse event and the regulatory reports associated with this reported device need to be cancelled. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the surgeon reports the partially obstructed device is unrelated to the implanted device.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the report of partially obstructed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., surgical complications at the time of device implantation, device position at completion of surgery, postoperative events that may have contributed to the case) is provided to conduct a detailed investigation. Possible root cause is that micro-stent obstruction is an established risk associated with use of the device, which is clearly indicated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of partially obstructed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., surgical complications at the time of device implantation, device position at completion of surgery, postoperative events that may have contributed to the case) is provided to conduct a detailed investigation. Possible root cause is that micro-stent obstruction is an established risk associated with use of the device, which is clearly indicated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Clarification was received confirming this event is related to the device and the report should not be cancelled. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a micro-glaucoma stent after being implanted the device was partially obstructed. Additional information was requested.

Manufacturer narrative:
(B)(4).